Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed for upstream occlusion. The medication bag was empty. Total volume of 115 ml to be infused over 46 hours at 2.5 ml/hr. Troubleshooting was performed but the alarm persisted. There was concern that medication remained in the tubing and was not delivered. Pump settings showed: reservoir, 12.4 ml, given, 102.65 ml, rate, 2.5 ml/hr. No injury occurred. The event occurred while in use with a patient.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.